Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that, during an office follow-up, the device counters were interrogated and found to be incorrect. A review of device data by technical services confirmed there was some counter corruption. There is benign memory corruption in the firmware log and the counters. Despite this, the device does appear to still be functioning normally. There were no adverse patient effects. The device remains implanted.